Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor and experienced symptoms of hyperglycemia and "chest started to hurt", so she self-treated with insulin. Customer was seen at a hospital where a reading of 195 mg/dl was obtained on the hcp meter compared to a sensor reading of 70 mg/dl. Customer was diagnosed with hyperglycemia and treated with insulin injection and fast acting insulin (unknown dose). There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor and and experienced symptoms of hyperglycemia and "chest started to hurt", so she self-treated with insulin. Customer was seen at a hospital where a reading of 195 mg/dl was obtained on the hcp meter compared to a sensor reading of 70 mg/dl. Customer was diagnosed with hyperglycemia and treated with insulin injection and fast acting insulin (unknown dose). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Observed sensor plug was properly seated in the mount and no issues were observed. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. Current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.